Event description:
It was reported that the patient developed endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.